Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the newly placed implantable cardioverter defibrillator (ICD) exhibited high pacing impedance. The ICD was not implanted, and an alternate device was implanted instead on (B)(6) 2026. The patient was discharged.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device was received at beginning of life (bol), with normal outputs and telemetry communication. Final analysis did not find any anomalies.